Event description:
The customer reported that there was no display on the monitors but the system was getting power.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the batteries. The system operates as intended.